Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in the intensive care unit of a hospital. The customer was hospitalized on (B)(6) 2015. The cause of death was high blood glucose of over 800 mg/dl, and the customer had a heart attack. The caller stated that the customer's blood glucose, at the time of death, was around 400 mg/dl. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. The caller declined returning the insulin pump for analysis, stating that the customer owned the device. The caller declined uploading the insulin pump to carelink, stating that it is hard to talk about the customer's passing.